Event description:
It was reported that the unspecified bd¿ 25cm extension set cracked while injecting contrast medium and leaked. These events occurred with 2 different sets. The following information was provided by the initial reporter, translated from french: "the connector cracks during the injection of contrast medium during a CT scan. This event occurred with different patients. Conservative measures and actions taken: the device was changed, the new one also cracked. A new venous line had to be placed in the patient. Each time, the leaked contrast medium had to be cleaned, which led to a disorganization of the schedule and a delay in the management of the following patients."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured.(B)(4).the reported lot#: ta220740 could not be matched to any corresponding material# that fit the customer's event description. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ 25cm extension set cracked while injecting contrast medium and leaked. These events occurred with 2 different sets. The following information was provided by the initial reporter, translated from french: "the connector cracks during the injection of contrast medium during a CT scan. This event occurred with different patients. Conservative measures and actions taken: the device was changed, the new one also cracked. A new venous line had to be placed in the patient. Each time, the leaked contrast medium had to be cleaned, which led to a disorganization of the schedule and a delay in the management of the following patients."

Manufacturer narrative:
H6: investigation summary a di-25-g product was not available for investigation of this feedback, however the customer indicates that leakage occurred during injection of contrast fluid. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot ta220740 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Furthermore they performed functional testing of the retained samples with no leakage observed throughout testing. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported fault. However, from the information provided it appears that the damage reported by the customer was identified during injection of contrast; please note the di-25-g set is validated to withstand maximum pressures of 2 bar, if the product is subjected to pressures in excess of 2 bar, such as during injection of contrast fluid, it is possible for the product to become damaged.